Event description:
It was reported that an app crash alert occurred. Data was evaluated and the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Com(B)(4).